Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported peeled teflon was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: dil cath: ultimaster 2.5x28 mm, hiryu balloon 2.25x20mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity and mild calcification in the proximal left anterior descending (lad) artery. The fully coated versaturn guide wire was advanced in the lad. Pre-dilatation was performed. When the versaturn guide wire was withdrawn from the patient's anatomy, the hydrophilic and teflon coating was noted to be peeling, and the proximal end of the guide wire color changed from black to gold. There was no resistance during advancement or removal of the guide wire. The guide wire was changed to another guide wire to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.